Event description:
Deployed both implants then realized there was no knot between t1 and t2 and there was no suture attached to t2. The implants remain in the patient. "They are stuck somewhere in the meniscus".

Manufacturer narrative:
Device is not being returned for evaluation as it remains in the patient. (B)(4).